Event description:
It was reported that the pt was experiencing painful stimulation in her throat. The pt was referred to a surgeon and had vns explanted on (B)(6) 2011. It is unk why is was decided to explant the device. Attempts for further info have been unsuccessful to date.